Event description:
During a two-level acdf at c5-c6, c6-c7: surgeon was inserting screws and the tip of the screwdriver shaft broke off, tip fragment was retrieved. Scrub tech pulled another screwdriver shaft from the set and began to load it. Consultant advised that the shaft had been put on the incorrect handle and suggested that the correct handle be used. Surgeon opted to use the original, incorrect handle and the tip broke off the second screwdriver as well. The second tip fragment was also retrieved. Surgeon then changed to zero-p va angled driver and completed procedure with no further problem, reportedly there was no harm to patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device is used for treatment, not diagnosis.